Event description:
The customer reported that the system made a popping sound and continued to produce fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.